Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was prepared to remove sigmoid pedicled polyp during a polypectomy procedure performed on (B)(6) 2022. During preparation, when opening the package and testing the device it was broken. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: problem code a0401 captures the reportable event of snare loop break. Block h10: investigation results a captivator medium hexagonal stiff snare was received for analysis. Visual inspection of the returned device revealed one side of the loop detached and crimp marks were located in the correct position. No other problems were noted. The reported complaint of loop break was confirmed since the loop was detached on one side. An investigation to address this problem is in progress. Based on the analysis of the returned device and the information available, the most probable cause is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal stiff snare was prepared to remove sigmoid pedicled polyp during a polypectomy procedure performed on (B)(6) 2022. During preparation, when opening the package and testing the device it was broken. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.